Event description:
It was reported this catheter was successfully placed for biliary drainage treatment. Approx two weeks post placement it was noted this drainage catheter had fractured and remained in the pt. No attempts were made to retrieve the detached catheter segment. Another drainage catheter was successflly placed for continuation of treatment. The detached catheter segment has been passed by normal peristalsis and the pt's condition is good. This device was destroyed by the user facility. Therefore, a failure analysis is not available. As a lot number was not provided, a device history search could not be performed. Therefore, the co is unable to determine if the device met its specifications. The co believes user technique, and/or pt anatomy may have contributed to this event. However, the co is unable to determine the relationship between the device and the cause for this event. Directions for use state: "the catheter is designed for percutaneous drainage of abscess fluid, biliary, nephrostomy, urinary, pleural empyemas, lung abscesses, and mediastinal collections."